Event description:
Pt 1, initial bicarbonate result result of >50 mmol/l. Same sample repeated recovered 27.3 mmol/l on the same analyzer and 25.5 mmol/l on a different analyzer. Pt 2, glucose csf sample recovered <0 mg/dl. Same sample repeated on same analyzer recovered 43 mg/dl. Initial results for pt 1 and pt 2 weren't reported. The field service rep determined there was a problem with a valve on the analyzer. The instrument was repaired. Performance check tests were performed and within spec.